Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure the device staples were malformed and when the surgeon went to sew the anastomosis the staple line was open. The site used a similar device to complete the case with no pt consequence reported.